Manufacturer narrative:
The customer reported communication loss on the center nurse's station (cns) for one bedside monitor (mu-631, sn (B)(4)). Technical support troubleshot the issue, but the customer requested someone to visit the site and resolve the issue. An nk tech visited the site and resolved the issue by correcting the ip address. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the central nurse's station (cns): bedside monitor (bsm): model #: mu-631ra, serial #: (B)(4), device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported communication loss on the center nurse's station (cns) for one bedside monitor. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported communication loss on the center nurse's station (cns) for one bedside monitor (mu-631, sn (B)(4). Technical support troubleshot the issue, but the customer requested someone to visit the site and resolve the issue. An nk tech visited the site and resolved the issue by correcting the ip address. There was no patient injury reported. Investigation summary: communication issues between devices (transmitters and cns) may occur due to incorrect network configuration of the device. In this ticket, it was identified that the mu-631 unit was not on the same network segment with the complaint cns. This would cause both units to be unable to interact or communicate with each other and would result into communication loss. To resolve the issue, both devices must be on the same network segment. Based on the available information, the most probable cause of the issue is improper network settings. Furthermore, available information does not suggest that there was a malfunction of the cns device. The following fields are not applicable (na) to this report: b2, d4 lot # & expiration date, d6a & d6b, d7b, f1 - f14, g4 device bla number, g5, g7, h2, h7, h9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the central nurse's station (cns):. Bedside monitor (bsm):. Model #: mu-631ra. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Manufacturer references # (B)(4) - 114658 follow up 001.

Event description:
The customer reported communication loss on the center nurse's station (cns) for one bedside monitor. There was no patient injury reported.